Event description:
On 12/09/1998 the facility's safety officer contacted the MFR's rep and informed her of the following: the pt called in and reported that the area around the device site was "puffy with red fluid leaking around the catheter." He stated that a medwatch report with all the necessary info would be forwarded to the MFR upon completion. On 12/10/1998, the MFR rec'd medwatch and an operative report. The medwatch report states the following: on 11/17/1998, the pt had chemo drugs administered using the device on the right upper chest wall. Blood return was good. On 11/20/1998, the pt called in and reported that the device site "is puffy with red fluid leaking around the catheter." The pt came in and the surgeon looked at it. A dye study was done and it showed leaking device. The pt's oncology dr was notified and the surgeon removed and replaced the device. Multiple cracks were found in the catheter of the device. No further details were provided at this time.